Event description:
Information received from the field does not address the patient's clinical status but notes that the device was found in vvi mode with battery data at 48 kohms impedance and 2.18v. The device could not be programmed out of vvi mode.